Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as touch contamination. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.